Event description:
Title: foley catheter balloon would not deflate. After 4cc was aspirated from the foley catheter balloon, the catheter still could not be removed. The physician was called and again tried to further deflate the balloon, but was unsuccessful. With the patient's permission, the catheter was pulled out. On visual examination, the balloon was still inflated. The patient suffered discomfort, but no serious injury.